Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional investigation was performed on the vessel sealer extend instrument's distal end. It was determined that the amount of krytox lubricant observed was not excessive.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The part was returned with a reported complaint that does not affect functionality. For clarification the white substance located at the base of the grips was krytox lubricant. No damage was found and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument appeared to have a plastic piece coming off within patient. The customer had to get a new vse instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient was harmed. It was unknown if fragments fell inside the patient.